Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged was dizzy and felt nausea 1 month ago. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged dizziness and felt nausea 1 month ago. Medical intervention was not specified. The dreamstation auto CPAP was returned to the manufacturer for investigation. During the investigation, the manufacturer observed unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box. Light dust-like contamination on top of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white contamination (resembles salt) on the bottom the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam and not able to confirm the complaint or address the symptoms. The device will be scrapped at the us. In this report, box d, h has been updated/corrected.